Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus 400cc saline breast implant, catalog # 3502400, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 425cc and experienced deflation on the right breast implant. The deflation was confirmed during physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and it revealed a tear in the anterior view, measuring approximately 0.2 cm .microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Microscopic examination of the edges of the tear was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the explantation date will be on (B)(6) 2019. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
On 4/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).